Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci, the physician was unable to advance the 2.5x16mm taxus express2 drug eluting stent through the 99% stenosed, severely calcified and mildly tortuous proximal portion of the left anterior descending artery. Upon removal of the device, it was noted that the stent strut was deformed. The procedure was successfully completed with another 2.5x16mm taxus express2 drug eluting stent. No pt injuries or complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.